Manufacturer narrative:
A ge rep evaluated the system and found the interconnect cable needed to be replaced, but no conclusion can be drawn as repair information is not available.

Event description:
It was reported tha the system monitor cart would not complete boot up. No pt injury was reported.